Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery (sfa). Atherectomy and balloon angioplasty were performed, then the 5x60 mm supera self expanding stent (ses) was implanted. Implant was successful. When the patient was in recovery, their foot turned blue and the patient was taken back for intervention; however, they were transferred to another hospital instead. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a electronic lot history record (elhr) review and a review of the complaint handling database was not performed because the lot number was not reported. A conclusive cause for the reported ischemia, and the relationship to the product, if any, cannot be determined. The reported patient effect of ischemia of the limb is not listed in the supera peripheral stent system instructions for use as a potential adverse event; however ischemia is listed as a foreseeable event in the no-fault errors for coronary and endovascular products risk assessment (ram). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.